Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling and some issues with their coag sysmex which has a liquid sensor." The customer is using bd needles and holders and draw a discard tube when using a wing set. This has been happening for awhile now and had occurred over various lots. They only use the 2.7 ml tube 36083. It is also causing some issues with their coag sysmex which has a liquid sensor.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling and some issues with their coag sysmex which has a liquid sensor." The customer is using bd needles and holders and draw a discard tube when using a wing set. This has been happening for awhile now and had occurred over various lots. They only use the 2.7 ml tube 36083. It is also causing some issues with their coag sysmex which has a liquid sensor.

Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.